Event description:
It has been reported to philips that the device is slow to turn on, during patient care.

Event description:
It has been reported to philips that the device is slow to turn on, during patient care.